Manufacturer narrative:
Correction information was provided in b.2., b.5., h.11. Upon further review, this complaint was reassessed and confirmed that the scratch was caused by the loading instrument (cartridge or injector) and not related to any issue with the intraocular lens. Therefore, no malfunction is associated with the lens, and no additional regulatory reports are required. Any additional information that is received will be reported on manufacturer report numbers 1119421-2024-02364 and 2523835-2024-02401. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during surgery they have noticed that the lens scratched due to an unspecified instrument that inserts the lens. Additional information has been received and stated that there was no patient harm. There are two medical reports associated with same event. This file is 2 of 2.